Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump's cartridge area, but was unable to successfully load the cartridge onto the pump. As a result, the customer was assisted in filling a new cartridge but was still unsuccessful, leading to a referral for escalated troubleshooting.